Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; repair of delayed type 1a endoleak using fenestrated and parallel endografts neil p. Reddy, sung wan ham, fred a. Weaver, vincent l. Rowe, kenneth r. Ziegler, and sukgu m. Han, los angeles, california. Exact date of death unknown. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 5 years post the index procedure the patient was found to have a large, delayed type ia endoleak. One month prior to this an endovascular repair of the type ia endoleak was attempted at an outside hospital in the form of an aortic extension cuff and endoanchors. Subsequently, the patient presented with abdominal pain and a persistent type ia endoleak 1a and aneurysm sac now measured 8.3 cm on cta . Based on the comorbidities, the patient was a poor open surgical candidate. An urgent total endovascular repair with bilateral renal artery preservation via parallel endografting was completed. Postoperatively, the patients abdominal pain resolved, and the patient was discharged home on postoperative day 5. The 8-month follow-up cta showed complete resolution of the type ia endoleak, patent bilateral renal stents without stenosis, and stable aneurysm size. The patient passed away 9 months after repair due to a nontraumatic intracerebral hemorrhage. No additional clinical sequelae were reported.